Event description:
The product was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and the bolus button internal plug was missing. This report is made based on the results of evaluation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was observed to have a crack in the battery compartment from the finger pad to the primary case seal. There was no evidence of moisture inside the pump. There were no issues with power to the pump during testing. The bolus button was found to be detached from the pump and the internal button plug was missing. No internal contamination was observed inside the button. (B)(6).